Event description:
It was reported that a patient who was on the device for 40+ days has a pressure sore. There was no product malfunction alleged. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
It was reported that a patient suffered from pressure sores. There was no malfunction of the product alleged by the customer. In response to the alleged injury, a stryker sales representative reached out to the customer on (B)(6) 2023, and on (B)(6) 2024 for further information about the product malfunction and the injuries the patient suffered. However, the customer failed to provide any further information. After investigation, the cause for the alleged issue of pressure sores (to patient) could not be confirmed as a stryker representative was not able to evaluate the unit. The customer failed to provide any information on the alleged malfunction of the product or specific details of injury suffered by the patient. The issue was resolved for the customer by confirming that no further action is required from stryker.

Event description:
It was reported that a patient who was on the device for 40+ days has a pressure sore. There was no product malfunction alleged.